Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported the stimulator had been vibrating in her rib cage, caller reported she had two frequencies. Caller switched to the lower frequency and that made it better, but the high frequency made the vibration in her rib cage. Caller had left voice messages with manufacturer representative (rep), but did not receive a call back. Redirect caller to patient's healthcare provider (hcp).

Manufacturer narrative:
B5: information was corrected and updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports they had back surgery back in (B)(6) 2025 and since then the stimulator had been vibrating in her rib cage, caller reported she had two frequencies. Caller switched to the lower frequency and that made it better, but the high frequency made the vibration in her rib cage. Caller had left voice messages with manufacturer representative (rep), but did not receive a call back. Redirect caller to patient's healthcare provider (hcp). Additional information was received from the patient. They reported that the cause of the device stimulating in their ribcage is that it needed recalibration. Patient stated that the manufacturer representative (rep) reprogrammed the frequency to go to their left leg. No more issues were notes at this time, issue was resolved.